Manufacturer narrative:
(B)(4). The reported description notes that the customer requested a philips technical support to download vital sign trend data following a patient death. There was no allegation of patient monitor failure, or any involvement in the patient death. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The reported description notes that the customer requested a philips technical support to download vital sign trend data following a patient death. There was no allegation of patient monitor failure.